Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was easily inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no issues noted. The catheter was deflated in 1 minute and 38.03 seconds with no issues or cuffing noted. The catheter was dissected to find the notch was perforated correctly. This meet specification per inspection which states, "verify that the eye punches are complete and notch according to the applicable drawing. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to drain the water when foley catheter was removed on the 4th day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to drain the water when foley catheter was removed on the 4th day of placement.